Event description:
On (B)(6) 2019, the layer user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioiq meter displayed an error 1 message and no longer turned on. The complaint was classified based on the limited customer care advocate (cca) documentation since the call ended early when the patient received treatment from a third party. It appears that the error 1 message appeared about 12 hours prior to the call to lfs. It was not established what medications the patient takes to manage his diabetes or whether he made any changes to his usual diabetes management routine following the start of the alleged issue. It was reported that within 12 hours, the patient began "sweating and fainting". At the time of the call, 1:31pm on (B)(6) 2019, the patient was receiving treatment for his symptoms from an unknown third party, thought to be a healthcare professional. It was reported that a blood glucose test was performed on another device (result unknown) and the patient received "juice" as treatment for his symptoms. At the time of troubleshooting, the cca noted that the product was not being used for the first time. Further troubleshooting of the issue was not possible. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event requiring third party intervention, after obtaining an error 1 message on the meter.